Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the pump had a frozen screen. The blood glucose at the time of the incident was unknown. She states they will attempt to input the number on the insulin pump, but the display would freeze and not button response. The issue has occurred on 3 occasions. Troubleshooting was not performed. The device will not be returned for analysis.